Manufacturer narrative:
The complaint sample has not been received for evaluation. A review of the device history record showed no related non conformancies. This complaint was confirmed based solely on the customer's description. Integra opened a corrective and preventive action (CAPA) on march 11, 2009 to address this issue. The sealing of the foil pouches in this complaint lot occurred on (B)(6) 2008. The corrective action is closed and in effectiveness check. The pouch associated with this complaint was sealed before the CAPA went into effect. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the packaging appeared to be leaking. The product was not in contact with a patient. No patient injury or death is alleged.